Event description:
It was reported that the monopolar curved scissors instrument was not working properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument to pass recognition and engagement testing. The instrument had a full range of motion in all directions with grips opening and closing properly. The instrument also passed a latex cut test and an electrical continuity test. Engineering also found the main tube to have a 3.5" long section located 1" below the midpoint with material removed all around the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.